Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: promus element ous, mr 3.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was pulled in a distal direction past the distal tip for a length of 1.5cm, struts were severely stretched and distorted. The distal end of the stent did not appear to be damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The proximal balloon wings were not in a folded position, they appeared relaxed and open. This may have occurred as the stent was no longer crimped over the balloon at the proximal end of the balloon. The stent moved distally on the balloon. A visual and tactile examination found a midshaft kink 1.8cm on the proximal side of the port exchange site. The type of damage evident most likely occurred during removal of the device. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the device found multiple hypotube kinks along the catheter length noted. The kinks may have occurred due to the application of excessive force. There was no hypotube break noted during analysis. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent's shaft was broken. The device was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.